Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had met with a medtronic representative because the insulin pump was damaged and there was an insulin leak. The customer had noticed that the reservoir kept popping out. The reservoir's lip had also broken off and would not screw in. The customer used tape to hold the reservoir's lip in. The customer's blood glucose level was 150 mg/dl. The customer did not know how the damage occurred. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump had minor scratches on the lcd window and cracked battery tube threads. A test reservoir was installed and it did not lock in place due to a completely broken reservoir tube lip, missing o-ring on the reservoir tube and a stained end cap sticker. No smell/moisture damage on the keypad, electronic, motor, vibrator and battery tube assembly noted during visual inspection.